Event description:
Information received by medtronic indicated that the stopcock become detached from the side port tubing. This occurred at the end of a cryoablation procedure when the cryoablation catheter was being removed from the sheath. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility. An internal CAPA has been initiated to investigate the reported issue. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.